Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defibrillation impedance was steady at approximately 104 ohms through (B)(6) 2016 and rose out of range by (b)(3) 2016. Concomitant medical products: d334drg ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.